Manufacturer narrative:
The insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected restart alarm, off no power alarm, number scroll down anomaly due to blank display. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed unexpected restart alarm and had a blank display. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.